Manufacturer narrative:
(B)(4).

Event description:
It was reported that the atrial lead exhibited auto mode switch episodes due to noise. The physician performed provocative testing and pocket manipulation and the noise could be reproduced. The physician checked the lead's electrical values and all were good, so the physician elected not to perform any action. The patient was in good condition.

Event description:
New information reported stated that on (B)(6) 2017 the patient was seen in the clinic and upon interrogation, the atrial lead exhibited auto mode switch episodes which caused noise. The physician performed provocative testing and pocket manipulation which reproduced the noise. The physician elected to not perform any intervention.